Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.75x38mm promus element long stent in proximal left anterior descending (lad) artery is patent. The event of acute coronary syndrome was noted in mid right coronary artery (rca), which has previous study stent 3.00 x 38 mm and also the patient underwent revascularization to mid rca, not to proximal lad.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09505. (B)(4) clinical study. It was reported that acute coronary syndrome occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the mid right coronary artery (rca) with 90% stenosis and was 34mm long, with a reference vessel diameter of 3.0mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 38mm promus element stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 34mm long, with a reference vessel diameter of 2.75mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.75 x 38mm promus element stent. Following post dilatation, the residual stenosis was 0%. Five days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with acute coronary syndrome and was hospitalized on the same day. After thirteen days, the 90% stenosis in mid rca was treated with percutaneous coronary intervention (pci). In (B)(6) 2017, the event was considered to be recovered/resolved and the patient was discharged on the same day.